Event description:
It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing of noise. During procedure, it was revealed that both had insulation detects. Both leads repaired with no further evidence of oversensing. The patient was stable and asymptomatic.